Event description:
A pt reported that she rec'd more than one treatment prior to 1985 into acne scars on the cheeks; exact date unk. A few days later, the pt developed swelling tenderness, and a bluish discoloration at the treatment sites. She was seen by an unk dermatologist, who diagnosed a hypersensitivity and suggested oral cortisone and topical cortisone. The symptoms resolved (exact date unk) at least one year after the onset of the symptoms. On 12 august 1997, she alleged that there were "flat areas where the underlying skin was absorbed by the collagen". She alleged that the treated scars were deeper than they were prior to the treatments. She also reported that in approximately 1993, (exact date not recalled), she became exhausted. In 2/97, she was diagnosed with bladder cancer, was hospitalized and had surgery. The pt alleged that on approximately 8/89/97, she was diagnosed with infectious mononucleosis and lupus but had no symptoms of lupus. The physician suggested that she take aspirin and rest. On 8/12/97, she was weak and dizzy with loss of equilibrium. She has an appointment on 9/12/97 with a rheumatologist. She has not discussed her history of collagen treatments with any of her physicians. A physician at a clinic where the pt had been seen did not believe the systemic symptoms were related to collagen. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.